Event description:
A customer reported that the ophthalmic system shut down automatically and displayed a blue screen while restarting. Procedure details and patient impact have not been provided. Additional information has been requested, none received till date.

Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming ssd drive was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The root cause of the reported event is attributed to the nonconforming ssd drive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in section d.4. The manufacturer internal reference number is: (B)(4).